Event description:
Info received indicates the brake is not holding. The casters are locking but continue to swivel side to side when in brake.

Manufacturer narrative:
The technician replaced one steer and two brake casters and the caster supports to repair the bed.